Event description:
Lap sigmoid resection. Plc55 was loaded with slcr55g and fired. There was indication that the unit jammed. The use of manual release was unsuccessful and had to be removed manually. Case was then completed and the procedure continued without any further incident.